Event description:
I opened a curad flexible athletic strip box to use on my carpal tunnel surgery stitches and found that the absorbent non-stick pad was off center and a hole in the strip at one side. On further inspection, a piece of metal was found in the hole. Had I not been paying attention, this could have been placed on my stitches and possibly caused serious problems. The lot number of the product is 110a019.